Manufacturer narrative:
CAPA to ensure heater alignment of the cassette and investigate other actions to prevent melting this MDR is late as the customer information was found during a look back. Although no melted cassettes reported from the customer, MDR submitted due to observation communicated.

Event description:
Customer reported the cassette had burn marks on it. No adverse event occurred. The used devices were not returned to the manufacturer. The manufacturer has confirmed that the device most likely malfunctioned based on complaint information provided. Information reported by user is being reported as required by 21 cfr 803.